Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg has been explanted.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds were noted on the right atrial (ra) lead and right ventricular (rv) lead. It was further reported that the ra lead exhibited high thresholds. The implantable pulse generator (ipg) was programmed off and the system remains in the patient. The system was replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.